Manufacturer narrative:
Exact date unknown, event occurred a week prior to the date the manufacturer became aware.additional suspect medical device component involved in the event:product family: scs-paddle leadsupn: m365sc8336500model: sc-8336-50serial: (B)(6)batch: 7086625.

Event description:
It was reported that the patient was experiencing jolts and shocks at the pocket site due to overstimulation. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively and the explanted devices were kept by the facility.